Event description:
It was reported that during a tonsillectomy procedure, the instrument did not seal from the beginning of the procedure. No evidence of energy delivery, but with end tones being heard. A sealing error sound was also noted. The tissue being sealed was next to the tonsil and was of normal thickness. No bleeding occurred, and no successful seals were made before the issue was identified. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (bizact - gei). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One open sealer/div bz4212 bizact 5 mm-12 cm device was returned for analysis functional testing found that the device was detected when plugged into generator. The device produced instant re-grasp alarms. Device resistance and continuity was measured with multimeter and a failure was observed. Once disassembled, a wire/connector failure was found. The dark gray jaw wire was not properly connected to pcb. The device was brought to the attention of manufacturing for a wire/connector failure. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was alarm activation concern. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.